Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the physician through observation that this lead model has small r wave sensing measurements and occasionally the r wave measurements are lower when measured through the pacemaker and higher when measured through the programmer. It was also reported that these leads are bulky and somewhat difficult to place on the septum. Additionally, the lead helix extension and retraction can be inconsistent. No patient complications were reported as a result of this event.